Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Bm (B)(4) is associated with this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility received seeds with product code (B)(4) (sales order (B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order (B)(4)). The initial investigation into the issue indicates that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received ((B)(4)) were reportedly used on the patient and the patient received the correct dosage without impact.

Event description:
It was reported that the facility received seeds with product code ps1251ls (sales order # (B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order #(B)(4)). The initial investigation into the issue indicates that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received (ps1251ls) were reportedly used on the patient and the patient received the correct dosage without impact.

Manufacturer narrative:
The reported issue was confirmed. The root cause of this complaint was a result of switched shipping documentation at bbi when the affected orders were being packaged and shipped. Bb-CAPA-18-010 was initiated to further investigate this issue. There is no lot number for the product code alleged by the customer, therefore, a device history record review could not be performed. The instructions for use state the following: "established practice11,12,16,17,19 should be followed for the calculation of the total activity to be implanted, the evaluation of the radiation dose distribution and the proper placement of the brachysource® seed implants with sourcecaptm bioabsorbable caps within the tissue. The tumor volume and the previous radiation history of the tumor site should be considered for the total activity calculation for any given treatment. The anisotropy should be considered in dose calculations for treatment planning since dose distribution around each individual brachysource® seed implant with sourcecaptm bioabsorbable caps is not isotropic, as with other I-125 brachytherapy sources.3,4,5,15,18 I-125 has a 59.6 day half life1. Decay corrections must be made to properly calculate" (B)(4) is associated with this event.

Manufacturer narrative:
The reported issue was confirmed. The root cause of this complaint was a result of switched shipping documentation at bbi when the affected orders were being packaged and shipped. Bb-CAPA-18-010 was initiated to further investigate this issue. There is no lot number for the product code alleged by the customer, therefore, a device history record review could not be performed. The instructions for use state the following: "established practice 11,12,16,17,19 should be followed for the calculation of the total activity to be implanted, the evaluation of the radiation dose distribution and the proper placement of the brachysource® seed implants with sourcecaptm bioabsorbable caps within the tissue. The tumor volume and the previous radiation history of the tumor site should be considered for the total activity calculation for any given treatment. The anisotropy should be considered in dose calculations for treatment planning since dose distribution around each individual brachysource® seed implant with sourcecaptm bioabsorbable caps is not isotropic, as with other I-125 brachytherapy sources.3,4,5,15,18 I-125 has a 59.6 day half life1. Decay corrections must be made to properly calculate" bm-rap-18-04-004 is associated with this event.

Event description:
It was reported that the facility received seeds with product code ps1251ls (sales order #(B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order #(B)(4)). The initial investigation into the issue indicates that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received (ps1251ls) were reportedly used on the patient and the patient received the correct dosage without impact.